Manufacturer narrative:
Additional information for: d9, g3, g6, h2, h3, h6, and h10. The reported event of device deformity upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 25mm amplatzer pfo occluder was selected for implant in a patient on (B)(6) 2021. During the procedure the device would not fully open after deploying it into the patient. The distal disk was normal, but when developing the proximal disk it was noted on transoesophageal echocardiogram (toe) that it did not became flat, but rather remained thick and "bulky". Pulling the device back into the sheath and developing it again twice did not change anything. The physician removed the device from the patient prior to release. Outside of the patient the proximal disk of the device again did not reach its normal flat configuration, but remained somewhat "balloon shaped". The device was exchanged for another 25mm amplatzer pfo occluder and the procedure was completed. The patient was stable at the time of report. There is no clinically significant delay in procedure and no adverse patient effects. The patient is currently stable and the device will be returned. No additional information was provided.